Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mother reported that the patient's blood glucose level rose up to the 500 mg/dl and the patient was irritable. The patient received an injection of insulin and her blood glucose levels came down to approximately 300 mg/dl.